Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was wear and tear damage to the enclosure, float switch, tank cover, front cover, line cord, and pole clamp. Functional testing included filling the tank with water, attaching a temp check, plugging in the line cord, and turning on the power switch. The reported problem of device not heating was not able to be replicated. The root cause of the reported issue was unable to be determine the reported problem was unable to be replicated. Repair actions included replacing all worn parts. A device history record (DHR) review was deemed not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No product information has been provided to date.this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device is not heating. No patient injury was reported.